Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead displayed a high out of range shock impedance measurement. All other lead measurements were within normal limits. A revision will be performed in the near future. No inappropriate shocks or pacing inhibition were noted. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny the reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. No inappropriate therapy was delivered. An x-ray did not reveal andy lead damage or connection issues. All other lead measurements were within normal limits. A revision procedure was performed. This lead was surgically abandoned and replaced.